Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a shock impedance measurement of greater than 125 ohms as detected via their remote home monitoring system. Boston scientific technical services discussed potential causes and trouble-shooting measurements. Attempts to obtain additional information were unsuccessful. There were no adverse patient effects. The system remains in service.